Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6 the reported event was confirmed by review of the provided medical records. The medical records identified that approximately 5 months post implantation, the patient began to experience pain due to playing golf frequently. Approximately 1 year post op, the patient had a fall and experienced pain and swelling. Office notes dated 3 months post fall demonstrated that the patient had antalgic gait for the left leg. X-ray review identified that the tibial component appeared to be in varus and surgeon noted tibial cut was in significant varus. Patient underwent a revision approximately 21 months post implantation due to pain. During the revision, the patella was found worn and the femoral component loose and heterotopic bone removed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: 00588605712, tibial component, lot # 62047573, 42500806801, femoral component, lot # 63597279. Multiple MDR reports were filed for this event, please see associated reports: 3005751028-2019-00037.

Event description:
It was reported that approximately 2 years post implantation, the patient was revised due to pain, stiffness, instability, limited rom, and swelling. X-rays noted tibial cut was in significant varus. During the revision procedure, heterotopic ossification, poly wear, and loosening of the femoral component were noted. Attempts have been made and no further information has been provided.